Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the rotor error was not generated.